Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device stopped running after the hand control test. It was determined that this was due to excessive corrosion on the internal components. It was observed that the motor was damaged and had corrosion. It was further determined that with this type of damage, if the device was ran longer, the device would have overheated. Therefore, the reported condition was confirmed. It was determined that the cleaning, sterilization, and/or maintenance procedures were not followed as per the directions for use (dfu). The assignable root cause was determined to be component damage caused by not following the emersion / sterilization procedures correctly. This is further defined as misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was running hot. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement. There were reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.